Event description:
It was reported that the 2800 system would not turn on at all. There was no pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Replaced defective surge suppressor module and power switch. The system was tested and found to be working as intended and placed back into service.